Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint, "audio not working when firing energy." Fa tested the unit and noted it energized, cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, there was no audio tone when using cautery. The customer noted that the energy worked just not the audio. The customer confirmed that audio was at max on the surgeon side console (ssc), the erbe generator, and the vision side cart (vsc). The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to do two hard restarts of the system; however, there was no change. The tse advised the customer that they could use an external force triad instrument with an energy activation cable. The customer had the cable and connected force triad instrument, but the site needed the vessel sealer (vs) instrument for the case. The customer converted the procedure due to needing the vs instrument.isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopy and was completed with no reported patient harm, injury, or adverse outcome.